Event description:
A literature study was conducted on 106 eyes with primary fovea-off rhegmatogenous retinal detachment (rrd) that underwent pars plana vitrectomy (ppv) and gas tamponade to compare functional and anatomical outcomes between posterior drainage of residual fluid using a 41 gauge cannula, fluid tolerance (residual subretinal fluid), and conventional complete drainage methods¿including removal through peripheral retinal breaks, perfluorocarbon liquid, and posterior retinotomy. Twenty patients were treated with perfluorocarbon liquids (pfcl), and two of them were found to have pfcl retention postoperatively. The current condition of the patient is unknown. This report pertains to three of four reports from the same study.

Manufacturer narrative:
No lot code or sample was provided by the customer. Chemistry and micro data for this lot was reviewed and was found to have met release criteria. Incoming component inspection results indicate the components used was acceptable. No conclusion can be made as this factor is outside the control of the manufacturing facility. No conclusion can be made regarding the contribution of surgical technique. No conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. No lot code was reported or sample provided by the customer. No further action is possible at this time. Per monthly trending, associated trend alert was observed. No actions are required at this time. All complaint trends are reviewed on a monthly basis, and corrective actions will be defined if required. "Literature article: ¿transretinal puncture with a 41g cannula for posterior residual subretinal fluid in fovea-off retinal detachments treated by vitrectomy vs fluid tolerance vs other conventional drainage techniques: a comparative study¿ (retina, the journal of retinal and vitreous diseases 2025: 45: 257¿268). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Per monthly trending, associated trend alert was observed in feb -2026 for (h-miscellaneous event-ocular). No actions are required at this time. All complaint trends are reviewed on a monthly basis, and corrective actions will be defined if required. No photo(s) and/or video(s) was provided by the reporter, and a sample was not received at the investigation site for evaluation. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. Specific product identifiers (batch/lot/serial number) were not provided and could not be determined at this time. However, a review of all manufacturing batch records is performed prior to product release to ensure that the product was manufactured in compliance with the product's acceptance criteria. A review of production information, complaint history, and servicing was not performed as the lot/batch/serial number is unknown. A complaint sample, photo, and/or video was not provided for evaluation. Based on the investigation, a failure of the device, labeling, or packaging to meet specifications could not be confirmed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a reevaluation of the complaint investigation. Solution quality issue ¿ unlikely, as chemistry and microbiology data was reviewed and was found to have met regulatory requirements prior to release. Consumer mishandling /dfu not followed- no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology ¿ no conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. Event related to surgical technique ¿ no conclusion can be made regarding the contribution of surgical technique. Manufacturer quality assurance has reviewed, evaluated and investigated this complaint and will continue to monitor data for evidence of adverse trending and take further action, if appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.